Manufacturer narrative:
(B)(4). Batch # r9558k. Investigation summary: the device received was returned with the tissue pad, with no apparent damage and properly attached to the clamp arm, not detached as reported by the customer. Additionally, the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: did the active titanium blade tip break off? Unk. Did the white tissue pad break off? Yes. If yes for the white tissue pad, is the white tissue pad completely missing from the clamp arm of the device? Yes, this part has been sent with the device for analysis. Did the patient experience any adverse consequences due to this issue? No patient consequence. The procedure had been completed after the retrieval of the white tissue pad.

Event description:
It was reported that during a myomectomy, under laparoscopy, the jaw of the device broke just after inserting it into the patient's abdomen. The white tissue pad also completely broke off. The pieces were recovered immediately. The device had, however, been tested beforehand. Another device was used to complete the procedure. There were no patient consequences.